Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient developed a 16.3mm left apical pneumothorax after a superdimension enb procedure. The pneumothorax was found on a post chest x-ray. The patient denied chest pain, sob, or wheezing. The chest x-ray was repeat 3 hours later and the pneumothorax to still be present but no larger.